Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) found a backlight issue; connector on main printed circuit board (pcb). It was further noted that a capacitor and upper case was damaged, keypad window was scratched, lower case was broken and main seal was pinched and broken. All found defective parts were replaced and all other identified issues were resolved and the epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for test and calibration subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.